Manufacturer narrative:
The device history record (DHR) for lot 625880 indicates zero defects were found in 625 visual and 360 physical samples inspected from the lot. There were no non conformance reports (ncr)s issued against this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and revealed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were 132 samples (unused, unopened) returned with this complaint. A leakage test was performed and the samples passed testing. The samples were also attached to both luer lock and luer slip syringes with no reported issues. There were also 8 samples (unused, unopened) of mckesson 25g x 5/8¿ syringe-needle combos returned with this complaint. This product (needle or syringe) is not a medtronic-manufactured device. The exact root cause of the reported condition could not be determined with the available information and returned samples. A 6m analysis was conducted and the most likely root cause is a dimensional variation in the syringe luer tip used. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspe ctions that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for leakage and proper attachment. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/06/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that these needles are falling off the syringes.